Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 1082115.

Event description:
It was reported that the patient underwent a system explant procedure due an unknown reason. No further information has been obtained despite good faith efforts.